Event description:
It was reported that st segment elevation occurred. A left atrial appendage closure (laa) procedure was being performed using intracardiac echocardiogram (ice) imaging. A watchman fxd double curve access system (was) was advanced to the laa after transseptal puncture was completed successfully using versacross connect. There was difficulty in advancing the ice catheter to the left atrium from the right atrium. A long 14 french sheath was inserted and the ice catheter was then advanced to the left atrium through the long sheath. St segment elevations were immediately seen after insertion of the ice catheter into the left atrium. The physicians decided to convert to general anesthesia, transesophageal echocardiogram (tee) imaging, and administer oxygen. With time, the st segment elevations resolved. A 27mm watchman flx pro closure device was inserted, deployed, and implanted after meeting release criteria. The diagnostic coronary angiogram was performed and the coronaries were clear. The procedure was concluded. The patient was discharged.